Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3, h4. It has been less than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, an additional reportable malfunction was identified; the tissue pad in the grasping section was partially split and worn away. Based on the results of the investigation, a definitive root cause could not be established for neither of the reportable malfunctions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat experienced broken tip. The issue occurred during a therapeutic hysterectomy procedure. There were no reports of patient harm.